Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found disconnected tubing at pinch valves vl14 and vl53 that caused the leak. The fse replaced the tubing and the instrument ran without leaks. The leak damaged the sensor distribution board and diluter card so they were replaced. The latron and rf box were adjusted as incidental service. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained cleaner leak of about 50 ml from coulter lh 750 hematology analyzer while cycling patient samples. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.